Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 137 or 147 to 39 mg/dl at the time of the incident, and their sensor glucose was reading 35 mg/dl and trending down. The customer was driving at the time of the incident. The customer suspended the pump but was still low after treating. The customer was at 253 to 274 mg/dl at the time of the call. The customer used juice and food to treat. The customer experienced symptoms such as not feeling good. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.